Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). It was reported that while hooked up to a patient, blood was observed approaching the helium tubing in the cs300 intra-aortic balloon pump (iabp). The intra-aortic balloon (iab) is being returned and the pump was taken to the facility¿s biomedical engineer. No patient harm, serious injury or adverse event was reported. It was reported by the customer that the unit had no evidence of blood in the machine internally after biomed's investigation. For precautionary reasons the customer replaced the safety disk (0997-00-0985-0) and returned the unit back to clinical use.

Event description:
It was reported that while hooked up to a patient, blood was observed approaching the helium tubing in the cs300 intra-aortic balloon pump (iabp). The intra-aortic balloon (iab) is being returned and the pump was taken to the facility¿s biomedical engineer. No patient harm, serious injury or adverse event was reported.